Event description:
It was reported that the patient fell about one to two months ago and then no longer felt stimulation from her implantable neurostimulator (ins). Two to three weeks ago the patient lost therapeutic effect from her ins. The patient was programmed to the highest setting on her group. The patient's normal setting was approximately 4.0v. No further information pertaining to the patient's status was provided. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received. Cause of event: not feeling stimulation. Abnormal impedance measurements: none. No interventions including no surgical interventions performed. Programmer working correctly. Hospitalization required: no. Patient outcome: no injury. The patient had an appointment on 2012-(B)(6). Interstim was reprogrammed at that time. Program was changed from program 2 to program 4 with amp (v) from 6.0 to 6.8. Patient felt stimulation well and was comfortable with it. Symptoms improving after healthcare provide spoke with the patient.

Manufacturer narrative:
Lead model 3093-28, lot# v052572, implanted: (B)(6) 2007, explanted: na, programmer model 3037, serial# (B)(4).